Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an alert was triggered in (B)(6) 2019 due to out of range high shock impedance measurements when it comes to this right ventricular (rv) lead. Technical service (ts) noted that the latest in-office interrogation happened (B)(6) 2019, and noted that the red alert cannot be re-triggered until it is cleared out by the programmer and dismissed from the remote monitoring list of patients for review. The new measured condition for out of range shock impedance happened (B)(6) 2019, with a value which was out of range and high. This condition was not new and was repeating since 2017. Ts discussed possible troubleshooting to be done as it was noted that the value for the shock measurements have been trending between 80 to 125 ohms. This lead remain implanted at this time. No adverse patient effects were reported. Additional information noted that isometric testing was performed and no measurements which were out of range were noted, only slightly higher when the patient rolled to the left side. Slight noise was seen on the shock electrocardiogram but no noise on the right ventricular pace/sense channel. No changes were made. Technical services discussed performing defibrillation testing to confirm system integrity.